Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter read inaccurately low when tested with control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the product issue began on an unknown date ¿in early (B)(6) 2015¿, although no results were provided for this time. The patient manages her diabetes with a combination of diabetes medications. She reported, as a result of the readings she obtained, she administered 3 units of humalog insulin and skipped 3 units of lantus insulin at about 5:00 pm on (B)(6) 2015. She denied developing any symptoms as a result of the alleged issue. However, she reported that between 10:00 and 11:00 pm on (B)(6) 2015, she obtained a blood glucose result of ¿34 mg/dl¿ on an emergency medical service meter and received ¿glucose tablets/glucose gel¿ from a healthcare professional (hcp). During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure. A control solution test was performed and a result of ¿30 mg/dl¿ was obtained. This was outside the range expected. However, the cca discovered that the patient was using ¿unistrips¿ and the incorrect control solution. The issue was resolved with training/education. This complaint is being reported because the patient reportedly received treatment for hypoglycemia after the alleged inaccuracy issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (07/06/2015). The patient¿s meter has been returned on 6/15/2015 and evaluated by lifescan product analysis on 6/18/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.